Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was able to verify the complaint. Root cause: cartridge, maintenance/debris.

Event description:
In this event a doctor reported that a sytlus atc mini handpiece overheated and burnt a patients tongue. The doctor administered an over the counter topical ointment to treat the burn.